Event description:
It was reported that after performing pre-dilatation with a 2.0x12 mini trek balloon dilatation catheter, a 2.25x23 mini vision stent delivery system was advanced toward a heavily calcified lesion in the non-tortuous distal right coronary artery (rca), but was unable to advance past a mild proximal lesion in the rca to reach the distal lesion. A non-abbott buddy wire was advanced to aid in crossing the lesion, but mini vision still failed to cross. When the patient began to experience angina, the mini vision was withdrawn with resistance felt, but excessive force was not applied. The angina subsided, but it was discovered that the mini vision stent had dislodged inside of the non-targeted proximal lesion. A 2.5x12 nc trek balloon was then advanced to the dislodged stent and inflated to deploy the mini vision stent in the proximal lesion. The distal lesion was left untreated. There were no adverse patient sequelae and no clinically significant delay occurred. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.